Event description:
In 2007, the pt reported that she was having difficulty retracting the piston rod of her infusion device. It was determined that she was not holding the "check" button down long enough for the piston rod to retract. The pt was instructed how to retract the piston rod. The pt mentioned that her blood glucose was elevated to 178 mg/dl. Her normal blood glucose range is 100 -110 mg/dl. The pt called back three days later and stated that insulin leaked inside the cartridge compartment of her infusion device the day before. She stated that she switched to her backup infusion device. While on call, the pt attempted to insert the insulin cartridge from the backup infusion device into her primary device and the piston rod of the primary device would not move forward during the prime. The pt programmed 3 primes and no insulin dripped from the infusion tubing. The pt stated ,that the piston rod was not turning. The pt's infusion device was replaced. Upon follow up eight days later, the pt stated, that while she was waiting for her replacement device to arrive, her blood glucose elevated to 420 mg/dl and she had slurred speech and was very sleepy. She stated that she administered insulin via injection to lower her blood glucose. She stated her blood glucose has returned to normal. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.